Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump refill the healthcare provider (hcp) aspirated approximately 5ml of clear fluid then began pulling back ¿pinkish cream color¿ fluid out of the pump reservoir. The hcp described the fluid ¿this looks like a mango drink.¿ the hcp stated that the patient had cancer in the right hip right next to her pump and she had been putting ice over that area but had not put any ice over her pump. The hcp wondered if the cold had broken down the drug. There were no patient symptoms reported. The device system delivered dilaudid and bupivacaine. It was later reported that the hcp believed the event was due to the patient placing ice over the pump for long periods of time. No patient signs or symptoms reported. Patient outcome was reported as no injury and recovered without sequelae. Conflicting information was provided that the device system also delivered compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).